Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
It was reported that the ventilator's navigation ring would not allow the user to change settings. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue. The se found the touchscreen was functioning. The se replaced front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4:03feb2021. B4:04feb2021. The front bezel was return for analysis. It was determined that the cause of the liquid ingress is due to variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.